Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached sensor wire was reported. The sensor was inserted into the arm on (B)(6) 2018. The patient stated upon removal of the sensor, they pulled the needle out too hard and the sensor wire stayed under the skin. The patient stated she works at a clinic and her colleague performed an ultrasound on her and the image showed the sensor wire. The patient decided to leave the sensor wire under the skin. At the time of event, the patient was doing fine. No additional patient or event information is available. No product was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.